Manufacturer narrative:
The reported field event of no output pacing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that during initial implant, the pulse generator exhibited programming error. The device was indicated with high threshold and no capture when switching from pacing system analyzer. The physician decided to use different device. The patient condition was stable post procedure.